Manufacturer narrative:
The field service engineer replaced the sample probe and checked all of the pipetting. Quality control was performed and was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable albumin gen.2 result from the cobas pro c 503 analytical unit. The initial result was 0.518 g/dl and the repeat result was 3.9 g/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 64591001 with an expiration date of 30-sep-2023.